Event description:
Lifesite system implanted via internal jugular vein in 2001. Three and a half months later, blood cultures taken and access site cultures taken tested positive for proteus mirabilis. Patient presented with septic picture. Pt treated with antibiotics and the lifesite device was explanted.